Event description:
A (B)(6) old female patient's daughter contacted zoll customer support to report that the battery she received would not work. When placed in the charger, the red battery fault light came on. When placed in the monitor, the battery does not power up the monitor. The patient was issued a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery does not work - will not charger or power on monitor) has been confirmed. As received, the battery would not charge and would not power up a monitor. Upon service investigation, the battery was found to have defective cells with a low output voltage of 1.8 v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.